Event description:
In journal article, the authors presented the results of cataract extraction with intraocular lens implantation in pts who had previously undergone full-thickness corneal transplant in the same eye. Pts selected with previous corneal transplant with clear grafts and largely orthogonal and largely symmetric residual astigmatism after full suture removal and who desired refractive improvement were considered during the period from july 30, 2008 to december 9, 2012. All pts but 1 had visually significant cataracts (1 pseudophakic was included who required a re-graft, after which the pt elected to have an iol exchange for a toric iol). The authors reported a total of 21 eyes of 16 pts underwent phacoemulsification and intraocular lens (iol) implantation. Group a consists of 13 eyes that had lower cylindric power. This group includes two pts that had concomitant astigmatic keratotomy (ak) within the graft at the time of the iol placement which was before the availability of higher power toric lens. Group b consists of 8 pts with the higher cylindric power. All the pts other than one eye with outlier results in group b had a postoperative manifest refraction astigmatism of less than or equal to 1.25 diopters. The one eye with the outlier results of 3.87 diopter increase in magnitude of topographic astigmatism. This pt underwent lasik after the iol implantation to correct the corneal astigmatism. After the lasik yielded unsatisfactory subjective vision, the pt insisted on a repeat penetrating keratoplasty (pkp). A total of 4 eyes from 3 pts' had postoperative corrected distance visual acuity (cdva) of less than or equal to 20/30. In all cases this was thought to be due to corneal irregularity. One of these 3 pts was reported in the chart to have a preoperative topographic cylinder as "irregular, steeper temporarily, and flat nasally consistent with coma." However, preoperative manifest was -6.25+5.00x180 cdva 20/30). Preoperative measurements were similar, but pentacam measurements showed poor correlation and high irregularity. A pt's poor postoperative cdva 20/30 was likely due to irregular astigmatism. Of note, it appears that the axis flipped as the postoperative manifest astigmatism was 1.75 diopter at 115 degrees. There are three medical device reports associated with this literature report. This report is associated with the seven pts in group b that had a postoperative manifest refraction astigmatism of less than or equal to 1.25 diopters; a separate medical device report will be filed associated with one pt in group b with the outlier results and a separate medical device report will be filed for the one axis that appears flipped.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. A literature report attached which concluded that the iols placed during cataract surgery after penetrating keratoplasty (pkp) and full suture removal can reduce manifest refraction cylinder to predictably low levels with corresponding improvement in uncorrected distance visual acuity (udva) and corrected distance visual acuity (cdva) in pts with moderate to high regular preoperative topographic astigmatism. The product investigation could not identify a root cause. The complaint file was opened from a literature report. Not enough info was provided in the report for further investigation. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. Wade m., steinert r.f., garg s., farid m., gaster r. 2014. Results of toric intraocular lenses for post-penetrating keratoplasty astigmatism. Ophthalmology 121(3): 771-777. (B)(4).